Manufacturer narrative:
H4: the device was manufactured from (B)(6), 2020 - (B)(6), 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ¿the internal elastomer¿ of two (2) units of ce infusor sv (small volume) broke without exit of the drug. The devices were filled with 5-fu (fluorouracil). This was identified during set up or preparation. There was no patient involvement. No additional information is available.